Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.65v within 27 months. The device was included in the shortened replacement window advisory originally communicated (B)(6) 2007. Technical services discussed the advisory recommendations of monthly follow-ups and device replacement within 30 days of elective replacement indicator (eri) battery status.

Manufacturer narrative:
As of today, available information suggests the device remains implanted without further complication. Should additional information be received, this product issue will be reopened and updated.the device was explanted two years later due to normal battery depletion. The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.